Event description:
The integra product manager reported on behalf of the user facility the following incident. During the setup of the jaritrak retractor system, the surgeon tightened down on the flex ball and the tightening mechanism broke off in his hand. The spring on the opposite side popped out on to the floor. The jaritrak was disassembled, and another retractor was brought into the room and used for the case. The incident caused a delay during the procedure. The representative was not in the room at the time of the incident. No patient injury or incident report had been filed by the user facility.